Event description:
It has been reported to philips that system would not make x-ray. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue was device cannot take x-ray, system prompt drives were too full. Fse deleted the previous examination messages and data to make space. The device was confirmed to be operational as per specifications after data deleting was completed. The codes were updated based on the investigation outcome. Evaluation method code was corrected.